Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a target lesion was the mid rca with mild calcification and 95% stenosis. The lesion was crossed with a pilot 50 guide wire and the 2.5 x 18 mm xience v stent was implanted. During the check shot, a dissection was found at the distal end of the stent. A 2.5 x 15mm xience v was implanted to treat the dissection. There were no additional pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, there was no report of any product malfunction at the time of the stent implantation. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.